Manufacturer narrative:
The device was returned for analysis. The reported plunger deployment issue could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, the lever was opened, and a proxy plunger was inserted into the returned device. The plunger was fully deployed without resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported plunger deployment issue could not be determined. Factors that contribute to plunger deployment issue, include but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 13f sheath hole prior to an ablation procedure. Reportedly, the prostyle plunger was difficult to deploy. It took two hands to press it down. The suture was preplaced successfully. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.